Manufacturer narrative:
During failure analysis the customer's complaint was not confirmed; the device passed the quality inspection and ran with 100% power during testing. Preventive maintenance was done on the ball bearings and the device was cleaned, lubed, adjusted and returned to the customer.

Event description:
The stryker micro oscillating saw was sent in for evaluation because it was "spitting out black debris" during a procedure. Both the sterile field and the surgical site were exposed to the debris. No further information was provided.